Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that her pump keeps turning her insulin off and says she was low and her blood glucose was high and the pump was shutting off especially at night. The customer did not mention any symptoms of their blood glucose levels. Right now the customer's blood glucose value was 210 mg/dl and her sensor glucose was. 200 mg/dl and customer stated that blood glucose level was going up to 400 bg. The customer was treated with pump and shots. Customer declined to troubleshoot for high readings. Customer stated that her battery is only lasting one day and having issues with sensor glucose vs blood glucose. Troubleshooting was performed for low battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.